Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed. The customer stated that she was wearing the insulin pump during an MRI procedure. The displacement test could not be performed due to the recurring motor error alarms. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by an error alarm during the rewind process as a result of the motor encoder signal being out of phase.